Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Event description:
Patient reported a left side deflation. Healthcare professional additionally reported "any creases". Device has been explanted.

Event description:
Patient reported a left side deflation. Healthcare professional additionally reported "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease, wear abrasion, and an opening on the anterior side. A leak test and microscopic analysis were performed which identified a smooth crease opening, brown particles in the inner surface of the shell, and an observed void >1mm in the non-textured, valve-to-shell-bond area. The fill inspection test was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the anterior side assessed as a fold flaw opening.

Event description:
Healthcare professional additionally reported "any creases". Device has been explanted and replaced.